Manufacturer narrative:
(B) (4) - insufficient drive of disposable - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on (B) (6) 2008. During the procedure, the device was sluggish and insufficiently driving the disposable hand piece. The case was successfully completed with the same device with no adverse patient consequences.